Manufacturer narrative:
Case-(B)(4) final report. Additional information including; x-rays (pre and post), operative notes, an update on the patient following the revision and did the patient follow the correct post-op protocol has been requested. The reporter stated that no more information could be provided. The appropriate device details were provided for parts implanted and the relevant device manufacturing records and sterilization certificates have been identified and reviewed. Parts were cleaned, packaged and sterilized according to specifications at the time of manufacture. The device was returned to corin. Review of the product did not highlight any elements which could have caused or contributed to the event. Therefore, no further investigation can be conducted and the root cause of the reported infection could not be determined. Infection is a known complication with any invasive surgery procedure. Based on the available information, the root cause of the reported infection is likely to be related to the procedure. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report: additional information including; x-rays (pre and post), operative notes, an update on the patient following the revision, implantation date and did the patient follow the correct post-op protocol? Has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of bipolar head due infection.